Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted on (B)(6) 2011. (B)(4)

Event description:
It was reported that the right ventricular lead capture thresholds were "high/unstable" and that there was a possible lead integrity issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.